Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 component codes, investigation conclusions, investigation findings).

Event description:
(B)(6), a balloon tech called into emergency support program line to request assistance with cardiosave intra-aortic balloon pump (iabp) gas loss alarm that was occurring every few hours. Esp personnel verified there was no blood or discoloration in the helium tubing. (B)(6) stated the nurses had been able to resolve the alarm by filling the balloon, but it had occurred every 3-4 hours overnight. Esp personnel explained the proper troubleshooting for anytime the gas loss alarm sounded: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp personnel and (B)(6) reviewed the nature of the alarm and different clinical possibilities. The patient was tachycardic in the 120s. Esp personnel encouraged (B)(6) to call back if the alarm go off several times in an hour with the proper troubleshooting so they could troubleshoot further. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact person number: (B)(6). (B)(6), a balloon tech called into emergency support program line to request assistance with cardiosave intra-aortic balloon pump(iabp) gas loss alarm that was occurring every few hours. Esp personnel verified there was no blood or discoloration in the helium tubing. (B)(6) stated the nurses had been able to resolve the alarm by filling the balloon, but it had occurred every 3-4 hours overnight. Esp personnel explained the proper troubleshooting for anytime the gas loss alarm sounded: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp personnel and (B)(6) reviewed the nature of the alarm and different clinical possibilities. The patient was tachycardic in the 120s. Esp personnel encouraged (B)(6) to call back if the alarm go off several times in an hour with the proper troubleshooting so they could troubleshoot further. There was no patient harm or injury reported.